Event description:
Patient was prone on a jackson spine table, head secured with pins in a mayfield headrest. While the surgeons were inserting cervical hardware, the patient's head slipped in the mayfield headrest causing a laceration on the right side of the patient's head. Upon completion of the surgery, mayfield headrest was removed. The laceration was approximately 1 inch.